Event description:
Literature was reviewed regarding a patient who underwent valve-in-valve transcatheter aortic valve replacement for surgical bioprosthetic valve stenosis. During the procedure, the authors performed coronary chimney stenting and basilica (bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary obstruction) first, then implanted a 23 mm medtronic evolut r transcatheter valve inside the stenotic surgical valve. Following deployment, the evolut r was post-dilated with a 20 mm true balloon, resulting in a mean transvalvular gradient of 4 mmhg and no aortic regurgitation. Post-procedural aortography showed a good flow in the left coronary artery but partial direct obstruction of the right coronary artery. Consequently, chimney stenting of the right coronary artery ostium was performed with a drug-eluting stent. Afterward, angiography exhibited a good right coronary artery flow with no signs of obstruction. The patient was discharged home the following day. No additional complications or adverse patient effects were noted.

Manufacturer narrative:
Citation: montarello nj, et al. Leaflet modification or chimney stenting in patients at risk for coronary artery obstruction in valve-in-valve procedure for a failed surgical bioprosthetic aortic valve. Catheterization and cardiovascular interventions. 2023 feb;10 1(3):655-659. Doi: 10.1002/ccd.30561. Epub 2023 jan 18. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.